Event description:
As reported, the balloon of a 3mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during the inflation to 1 atmosphere (atm) while treating a 90% stenosed sub-knee lesion. There was no reported injury to the patient. The 3mm x 4cm 155cm saberx pta balloon catheter was delivered contralaterally to the lesion and was inserted into a 6f non-cordis guide extension. The target lesion had mild calcification, mild tortuosity, and the lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance experienced during the insertion of the device. The device was able to track towards the lesion and cross the lesion without issue. The device was never put into an acute bend and did not kink during its use. After the balloon rupture, the device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the balloon of a 3mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during the inflation to 1 atm (one atmosphere) while treating a 90% stenosed sub-knee lesion. There was no reported injury to the patient. The 3mm x 4cm 155cm saberx pta balloon catheter was delivered contralaterally to the lesion and was inserted into a 6f non-cordis guide extension. The target lesion had mild calcification, mild tortuosity, and the lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance experienced during the insertion of the device. The device was able to track towards the lesion and cross the lesion without issue. The device was never put into an acute bend and did not kink during its use. After the balloon rupture, the device was able to be removed easily from the patient and remained in one piece during its removal. The product was returned for analysis. One non-sterile saber rx 3mm x 4cm 155 percutaneous transluminal angioplasty (pta) unit was received for analysis inside a plastic bag. Per visual analysis of the unit, no anomalies were observed. Per functional analysis a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A balloon leakage was observed at a rupture in the proximal area of the balloon. No other anomalies were observed. Per microscopic analysis the balloon rupture was confirmed on the proximal area of the balloon. Per sem analysis the rupture on the balloon of the saber rx 3mm4cm 155 device presented evidence of several scratch marks near the damaged area on the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82230535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification, mild tortuosity and a rate of stenosis of 90% below the knee) may have contributed to the event as evidenced by scratch marks noted on the outer surface during analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.